Event description:
Boston scientific received information that this patient¿s post op check noted noise and low out-of-range pacing impedance's on the right ventricular lead. There was also intermittent capture and sensing. Programming changes were made which did illicit better measurements, and the physician elected to leave the system as is. It is believed that the rv lead was somehow damaged at implant, possibly an insulation issue or integrity compromised at suture tie down. To date, no additional adverse patient effects have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Boston scientific reported this lead was capped due to noise with pacing inhibition on (B)(6) 2018.

Event description:
Boston scientific received information that this patient's post op check noted noise and low out-of-range pacing impedances on the right ventricular lead. There was also intermittent capture and sensing. Programming changes were made which did illicit better measurements, and the physician elected to leave the system as is. It is believed that the rv lead was somehow damaged at implant, possibly an insulation issue or integrity compromised at suture tie down. To date, no additional adverse patient effects have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.